Event description:
It was reported that an 8-2/5.3/75 ultra-thin balloon catheter "shattered".

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device noted that the shaft had broken at the lapweld area. The distal portion of the shaft with the balloon attached was returned. A visual and tactile examination of the shaft of the device found no signs of tensile stretching. Analysis can determine that this failure is a brittle fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing related as there was an issue with the lapweld process resulting in a brittle shaft fracture. (B)(4).

Event description:
It was reported that an 8-2/5.3/75 ultra-thin balloon catheter "shattered".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 8-2/5.3/75 ultra-thin balloon catheter "shattered".